Event description:
It was reported that the screen of the customer's insulin pump went blank shortly after a battery change. His blood glucose was 222mg/dl at the time of reporting. He stated that the batter cap is no damaged, but the battery compartment is corroded. He was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.